Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/28/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi, 317, 377 and 484 mg/dl. The customer's expected fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 282 mg/dl and 592 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is three months. The meter memory was reviewed for previous test result history: (B)(6).